Event description:
Per email: tibial angioplasty. Heavily calcified lesion. Problem occurred on first insertion of wire into patient. Tip of the wire sheared off and remained in the patient. It was snared with a snare and removed. The procedure was continued with a v18 wire.

Manufacturer narrative:
(B)(4) are awaiting retrun of the device involved in the incident.

Event description:
Per email: tibial angioplasty. Heavily calcified lesion. Problem occurred on first insertion of wire into patient. Tip of the wire sheared off and remained in the patient. It was snared with a snare and removed. The procedure was continued with a v18 wire.